Manufacturer narrative:
Investigation is currently pending.

Event description:
The device user (du) reported that there was an issue with the tubing narrowing and causing flow issues. It was noted that the tubing remained bent event after placed on the device. The liver was successfully transplanted.